Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate low readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that at an unspecified time in the morning in (B)(6) 2010, she tested her blood glucose and obtained a 145 mg/dl. At an unspecified time later, she developed symptoms of feeling lightheaded, nauseous. She did not take any action; however, had a schedule appointment with her physician. She claims she was not tested on the physician's meter; however, he treated her with insulin and felt better shortly after treatment. She claims her physician felt that the meter was inaccurate and that the meter needed to be replaced. The meter was replaced. The complaint is being reported since the patient alleged that due to the low reading, she developed symptoms and felt better after her hcp treated her with insulin.

Manufacturer narrative:
(Lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.